Event description:
It was reported that during a procedure, the trial inserter tip fractured off inside the trial as the trial was being removed from the l3/4 disc space. The fractured portion was retrieved along with the trial and no fragment was left in-situ. Another inserter was used and the procedure was successfully completed. There was no reported adverse impact to the patient, user, or procedure. No additional information is available.

Manufacturer narrative:
Photographs of the device were evaluated and confirmed the reported event as the inserter tip fracturing at the bottom thread with the fractured portion completely contained within the associated trial. Operative notes and/or medical records were not provided for review of usage/technique or potential patient anatomical challenges. A definitive root cause was unable to be determined but may have been caused by excessive off-axis and/or twisting motion forces being applied during the attempted removal from the disc space. Manufacturing review: review of the device history record for the device lot identified no material non-conformances, no manufacturing errors, and no discrepancies with respect to material type, treatments, or dimensions that may have caused or contributed to the reported issue. The lot met acceptance criteria upon release. Labeling review: "the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." Intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.